Manufacturer narrative:
The device is not available for investigation so follow up is not possible. Maquet cardiopulmonary is aware of similar complaints from this product and an internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Abbreviation mrb: material review board.

Event description:
It was reported there was leakage on the sampling manifold during priming. (B)(4).